Manufacturer narrative:
The reported sensing anomaly was confirmed. As returned, the shaft inside the header and ring electrode were slightly separated, which caused fracture of the inner coil. It was not determined if the damage occurred during manufacturing or in the field.

Event description:
It was reported that no sensing or pacing was observed. The lead was replaced.